Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer alleged that the pump delivered a quick bolus of 17 units that had not been requested by the customer. Reportedly, at the time of the event, the customer's blood glucose (bg) level was 70 mg/dl, which the customer was addressed with food and juice. Review of the pump bolus history showed that a quick bolus had been requested at 2:37 pm of 17 units and delivery had been completed at 2:43 pm. Additionally, the pump data logbook showed that there was many screen "on" and "off" events which was not due to an alarm or malfunction. It also showed that there was many button interaction events on the pump by the user, which was followed by the unexpected 17 unit bolus request. Additionally, it was reported that the customer wears the pump with no case in a pocket.